Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-00567 the manufacturer is unable to determine which lead migrated hence both leads are reported. It was reported the patient suffered a fall and since then the stimulation has not been effective. It was determined the lead had migrated. The patient underwent surgical intervention on 05/04/2017 where the leads were relocated. Therapy has resumed and the patient is receiving effective stimulation. The issue has been resolved.